Manufacturer narrative:
The supplemental is being filed due to information being received clarifying that the device is not owned by ICU medical. The reporting decision and responsibility belongs to another company and the information will be forwarded to them.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had bonding issues; bonding coming off. The patients' arterial lines were leaking blood. There was patient involvement and unknown patient harm/adverse event reported.